Manufacturer narrative:
Correction to field f10: patient codes. Correction to field h6: patient codes.

Event description:
It was reported that during the vocal cord polypectomy surgery, the console reported error 74 (scanner positioning error); after restarting according to the prompts, the device could not be turned on and used, which affects the surgical process. During the operation, the laser cutting of vocal cord polyps was temporarily changed to enucleation, which increases the difficulty of the operation for doctors due to the patient's wound became larger. The procedure was completed with different device. There was no patient complication.

Event description:
It was reported that during the vocal cord polypectomy surgery, the console reported error 74 (scanner positioning error); after restarting according to the prompts, the device could not be turned on and used, which affects the surgical process. During the operation, the laser cutting of vocal cord polyps was temporarily changed to enucleation, which increases the difficulty of the operation for doctors due to the patient's wound became larger. The procedure was completed with different device. There was no patient complication.